Event description:
It was reported through amulet laao registry data that on (B)(6) 2022, an amulet left atrial appendage occluder was implanted. On the same day, it was noted that the patient experienced an pericardial effusion with tamponade requiring percutaneous drainage. No additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion with tamponade requiring percutaneous was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.